Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) that appeared on the homechoice (hc) unit during initial drain. The cause of the alarm was unknown. The home patient (hp) would start over with new supplies. The proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. On (B)(6) 2010, baxter (B)(4) spoke with the nurse who stated the hp is fine and has been performing therapy fine. No other information was available. (B)(4) spoke with the hp on (B)(6) 2010. The hp stated the cause of the alarm was never found, he just saw air in the line. The hp discarded the setup and started over with new supplies. The hp continued therapy with no further problems. The lot number was unknown and no companion samples were available. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). Per the sample availability question in the system error 2240 call script, the patient discarded the sample. On (B)(6) 2010, the hp confirmed the sample was discarded and no companion sample was available.